Event description:
It was reported that this pacemaker exhibited intermittent right ventricular (rv) channel undersensing. Technical services (ts) was consulted and upon review of the stored data it was noted that the undersensing could be related to rapid ventricular response (rvr) due to atrial arrhythmia; however, this was not confirmed. Ts indicated to the health care professional (hcp) that sensing programming could be adjusted on the next follow up visit. This pacemaker remains in service. No adverse patient effects were reported.